Event description:
It was reported that the lead was explanted due to intermittent noise issues. Patient's condition was stable.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.5cm was returned for analysis. Clavicle crush damage was noted at 27.5-29.0cm from the distal tip. The etfe coating was damaged and inner coil exposed at this location, consistent with the field observation of noise.